Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer stated that she has been having low blood glucose readings at night around 3-4am. The customer stated that when her blood glucose reading was under 80 mg/dl, she has symptoms of sweating. The customer stated that she had blood glucose readings as low as 45 mg/dl. The customer declined troubleshooting.